Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 developed sepsis. The patient¿s left foot and second toes are necrotic, and the patient has positive blood cultures. Impella support coontinues.

Manufacturer narrative:
B2: date of death is unknown. B3: corrected the event date. Investigation summary: no product was returned for investigation. Sepsis: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Necrosis, hypotension: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Pump suction: no logs are available for the date of the event. The cause of the pump suction was not determined due to insufficient clinical details. Clinical details: on (B)(6), 2025: impella 5.5 s2 was implanted at 7:04 pm. On (B)(6) 2025: no impella issues. No changes in plan of care. Sepsis. Cultures pending. On (B)(6) 2025: l foot first and second toes necrotic. Pt has positive blood cultures. On (B)(6) 2025: volume given overnight for low flow events on impella/extracorporeal membrane oxygenation (ECMO). = 1 red blood cell (rbc). On (B)(6) 2025: plan for volume due to hypotension. On (B)(6) 2025: arterial bleed from sacral wound noticed last night. 2 packed red blood cells (prbc)s given. On (B)(6) 2025: impella explanted. Device history review: device with passed all post sterile inspection checks.

Manufacturer narrative:
Product complaint # (B)(4). D.6b explant date was added. The device was not returned for investigation. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the complaint was not confirmed. The device passed all post sterile inspection checks.